Event description:
It was reported in a product liability claim that the pt experienced pain and doctor informed the pt that the implant had not "seated" properly. It is unk what implant was supposed to have not seated correctly.

Manufacturer narrative:
Very little info has been provided to determine root cause of the event. Should additional info be provided to further this investigation and determine root cause, this report shall be updated.